Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump was cracked. Customer's blood glucose value was 164mg/dl. The screen was scratched and battery housing was cracked. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.